Event description:
On or around 3/13/97, the account obtained a discrepant result using the hcg kit. A pt's serum was run and got a negative result. The account saw a shadow around the vertical bar so ran the serum again on a new hcg test. After the end of assay window reacted, she saw the same shadow. The test was then run for a third time and a positive result was obtained. The reaction was described as a moderate positive result with pink color throughout the vertical bar. The remaining serum was then sent to a reference lab and the reference lab got a negative result on the quantitative test that was ordered. The pt was being seen for testing. She was going to be put on accutane for severe acne. The account plans to place the pt on the medication. The account plans to place the pt on the medication. The account states there are no materials left for return. Add'l info indicates the pt is not pregnant and is to have another hcg test at next visit in 1-2 months.